Event description:
It was further reported that a revision was booked for 2013-(B)(6) for a new system and paddle lead. Additional information was requested, if received, a follow up report will be sent.

Event description:
It was reported the patient experienced ¿no stimulation sensation.¿ it was stated the stimulation worked the night prior to report and that there were ¿no known accidents or incidents¿ related to the event. It was noted the patient¿s device was ¿charged¿ and that he was able to adjust stimulation. The patient¿s physician ¿wanted to know if the patient had a loose wire.¿ it was further reported the patient ¿felt no stimulation¿ upon waking up on the day of initial report. Impedance testing revealed readings ¿>36 ,000 ohms.¿ it was noted the patient was only programmed with electrodes one and two. Additional information stated the patient was ¿having an x-ray and then would be referred to neurosurgery for revision.¿

Event description:
Additional information received reported that the patient had a new paddle lead and implantable neurostimulator (ins) implanted and was getting great coverage. It was noted that the patient was doing great and was very happy.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3487a-33, lot# v009652, implanted: (B)(6) 2007, product type lead; product ID 74001, lot# n212474, implanted: (B)(6) 2009, product type adapter; product ID 748951, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).